Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The surgeon and patient were asked to return the product for analysis if it is explanted in the future. Surgery is not scheduled nor planned and the device remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The surgeon and patient were asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Ministry of health reported that the patient reported to them an event as "the device has stopped working because the tube has disconnected from the port." Follow-up findings: patient reported having chest pain that required visit to (B)(6), suspecting a heart attack. However the pain subsided within 50 minutes, so pain was unexplainable. After (B)(6) days, the patient realized there was no restriction from the band and the patient says the pain was caused by the band. Follow-up findings: event confirmed with implant surgeon. Surgery not scheduled nor planned at this time.